Event description:
Intraocular lens was removed and replaced due to the patient's report of seeing a rainbow or prism effect in the center of the lens. Physician confirmed the prism during slit lamp examination.

Manufacturer narrative:
Lens was received by the manufacturer and is currently being evaluated. Evaluation of the lens is ongoing. Preliminary evaluation by the manufacturer confirms a prism effect in the optic during inspection with a slit lamp. The definitive cause of this observation is being investigated and is unknown at this time. Manufacturing batch records were reviewed and showed no deviations during the process.